Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was jammed and unable to recover. A field service engineer (fse) had found that the solenoid was trying to trigger but would not open. The fse replaced the solenoid and then the controller board, but the drawer still would not open. The fse suspected a bad moab. Later, the fse replaced the moab, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.